Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment. Reconfigure hard drive, reloaded and updated software as preventative. Printer drawer was missing the latch. Replaced printer drawer. Replaced stylus as associated. Lower case was missing the foot. Replaced lower case. Power cord bay assembly tabs were broken. Replaced power cord bay assembly. Media bay door latch was loose. Replaced media bay door. Upper display hinges were worn. Replaced upper display hinges. Rail covers had hairline cracks. Replaced both rail covers. Replaced nylon standoff. Reconfigured hard drive, reloaded to 2.7 l. Programmer will be sent out for software reload and reallocation. The programmer passed electrical safety test. The programmer passed all final functional and systems tests. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had numerous software crashes and that it was in general ill-repair. The programmer was returned for service. No patient complications have been reported as a result of this event.